Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion in the cuff area. A new artificial urinary sphincter was implanted seven months later. No further complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the reported patient symptom of erosion is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the ams 800 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned device was thoroughly analyzed. The cuff component was visually and microscopically examined and tested for leaks. A buttonhole tab tear/fraying of the threads was identified. A pinhole tear was found in the cuff pillow consistent with sharp instrument damage during explant. The balloon component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted upon examination. However, when tested, the balloon did not meet pressure specification during functional testing. Examination of the device found no other damage or abnormalities. Product analysis was unable to confirm the reported clinical observations. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion in the cuff area. No further complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the reported patient symptom of erosion is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the ams 800 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned device was thoroughly analyzed. The cuff component was visually and microscopically examined and tested for leaks. A buttonhole tab tear/fraying of the threads was identified. A pinhole tear was found in the cuff pillow consistent with sharp instrument damage during explant. The balloon component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted upon examination. However, when tested, the balloon did not meet pressure specification during functional testing. Examination of the device found no other damage or abnormalities. Product analysis was unable to confirm the reported clinical observations. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion in the cuff area. No further complications were reported.